Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The black box showed that the power loss on the reported event date was associated with a replace battery alarm. The battery compartment was found to be cracked. The battery cap secured to the pump and the pump booted appropriately a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On the morning of (B)(6) 2012, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) value of 400mg/dl with nausea and was negative for ketones. The patient was reportedly treated via the pump after the rewind, load and prime steps were performed on the pump and the bg was reported to return to normal. A cracked battery compartment was reportedly found a month ago during a battery change and the reporter stated that the battery cap was secured to the pump. The reporter stated that the battery cap was changed 3 months ago. This complaint is being reported due the patient's hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient continued to use a damaged pump. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.